Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2013. The total daily dose amounts added up correctly to reflect the patient¿s programmed basal rate target. The black box data showed the pump was powered ¿off¿ for four days, from (B)(6) 2013. The battery voltage prior the power on reset was above the battery warning/alarm threshold. No unusual alarms were observed in the alarm history. The battery compartment and cap were undamaged and able to fit securely. On investigation, the pump powered on and displayed the verify screen per normal operation. An ¿ez-prime¿ operation was performed successfully. The pump was exercised for (B)(4) hours on with no alarms or power interruption occurring. Low battery warning and replace battery alarm was stimulated and the pump gave and recorded the appropriate visible and audible alerts. Investigation did not duplicate the complaint and the pump was found to be operating within specification.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient experienced high blood glucose (bg) of ¿4g¿ without a known reason. The patient reportedly replaced the battery several times and changed the infusion set without resolution of the elevated bg. Due to the unconventional unit of measure reported for blood glucose, animas considered the reported ¿4g¿ to be 4 grams per liter, which would convert to the more conventional measurement of 400 mg/dl. Animas customer support made several attempts to contact the reporter in follow up without success. This reported event, without reported symptoms suggestive of hyper or hypoglycemia does not meet animas¿ criteria of a reportable adverse event. Troubleshooting of the pump did not reveal any malfunction and the pump was determined to be delivering as programmed. This complaint is being reported because the issue of inaccurate delivery remained unresolved with troubleshooting.